Event description:
Healthcare professional reported air in line. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Z-800f pump 626849 was tested for a constant air-in-line alarm. Pump alarms air-in-line immediately once infusion starts even when no air bubbles are present. This is outside of manufacturing specifications. Reported issue was confirmed. Pump fails passing criteria.